Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the event. On the same day as the onset, the patient began treatment with injection vancomycin (1gm, at once in a day and route of administration was not reported) for peritonitis. The vancomycin therapy was ongoing. The patient's outcome was unknown and the action taken with dianeal therapy was ongoing. No additional information is available.